Event description:
A us distributor contacted zoll to report that a patient experienced an inappropriate defibrillation event. The patient was an inpatient in the hospital and was conscious at the time of the event. There were no witnesses reported however the nursing staff was near. Motion artifact contributed to the false detection. A review of the downloaded data confirms that the response buttons were not pressed during the entire event. The patient remains in the hospital and continues to wear the lifevest.

Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation event. The patient remains in the hospital and continues to wear the lifevest. Device evaluation was accomplished through a review of the patient's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Monitor (B)(4): (B)(6) 2012 - reuse. Electrode belt (B)(4): (B)(6) 2010 - reuse. Additional inappropriate defibrillation narrative: inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf.